Event description:
It was reported to philips that during defibrillator testing it was found that the paddles need to be replaced. There was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
The fse evaluated the device on site. It was determined that this was a malfunction of paddles, however due to lack of the spare parts it's impossible to replace paddles, the customer was informed. The device remains at the customer site and no further evaluation is warranted at this time.